Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing "bleeding" at initial insertion of the adc freestyle libre sensor and bleeding became heavy at day 4 of wear, on the evening of (B)(6) 2019. On the morning of (B)(6) 2019, the customer presented to a hospital and was treated with 500 ml frozen plasma. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported experiencing "bleeding" at initial insertion of the adc freestyle libre sensor and bleeding became heavy at day 4 of wear, on the evening of (B)(6)2019. On the morning of (B)(6)2019, the customer presented to a hospital and was treated with 500 ml frozen plasma. No further treatment was reported. There was no report of death or permanent impairment associated with this event.